Event description:
A silent nite 3d one piece appliance was reported to have experienced a mechanical failure in which part of the anchor broke off, resulting in the arm no longer staying attached. The issue reportedly occurred on (B)(6) 2026. No additional information regarding how or when the failure was identified, duration of use, contributing factors, or patient impact was provided at the time of reporting.

Manufacturer narrative:
The complaint device has been returned and the investigation is currently ongoing. Once the returned device has been evaluated, a supplemental report will be submitted. Manufacturer reference: (B)(4).

Manufacturer narrative:
The investigation has been completed and the results are as follows: DHR results the production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results the product was returned. The device was visually inspected and the following was found: roughness - the flange was smooth; internal/external surfaces were smooth. Crack - no major crack was found. Delamination - layers were intact and did not separate. Discoloration - the device was not transparent and had discoloration. General cleanliness - the returned device appeared to be not clean. No fractures were observed on the device. However, it was observed that the connectors were loose when attached to the anchors root cause description the root cause could not be explicitly determined. A potential root cause could be due to the anchor size being out of the accuracy range which could cause the connectors to be loose during the use of the device. Corrections: h6: updated "type of investigation" code h6: updated "investigation findings" code h6: updated "investigation conclusions" code. The manufacturer's internal reference number is: (B)(4).